Event description:
Machine alarms during the disinfection process. Alarm occurs during the rinse following the bleach, consistently when the clock counts down to 12:58. Ld1 level sensor error # 33 and time out process # 190.